Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction code reappeared.